Event description:
It was reported that upon deployment of a ivc filter, two of the filter legs crossed. Reportedly, the physician tried unsuccessfully to uncross the filter legs with a pigtail catheter and this filter was removed through the same access site. Allegedly, the filter legs were still crossed upon retrieval. A second ivc filter (same product and lot number) was then successfully implanted. A cavagram was performed and two filter legs were crossed on the second filter. The physician tried to uncross the filter legs by tapping on the filter and using a diagnostic catheter; however, was unsuccessful. The physician decided to keep the filter in place. There was no report of any difficulties encountered during advancement or deployment of the filters and they were not deployed into clot.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. Please note that this event involves two devices with the same product malfunction, same product information (catalog and lot number) and used in the same patient. One filter remains implanted, the other has not been returned for evaluation. The event investigation is underway.